Event description:
It was reported that during a meniscal repair procedure the two (x2) omnispan meniscal repair 27deg devices were being used when the device could not fire. Another device was used and the same thing happened again. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device expiration date and date of manufacture are unknown at this time. UDI: (B)(4) incomplete. Photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. First photo only shows a plate attached to a broken piece of suture. The plate does not appear to have structural anomalies. Second photo shows the needle with a plate out of it, they do not show structural anomalies, however the suture is broken. No observations pertaining to the nature of the reported event could be identified. The overall complaint was unconfirmed as the observed conditions of the omnispan meniscal repair 27deg would not contribute to the complained devices issues. Based on the investigation findings and since no indications of deployment issues were identified, it was conclude that there is no enough evidence to adjudicate a root cause for the issue experienced by the customer. The root cause for the broken sutures can be traced to procedural variables, such as device handling or product interaction during the procedure; excessive tension was applied to the sutures and, as a result, the sutures broke. As per the instructions for use; caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.